Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Burns under her belly button, above the pubic line/very sore for a while [thermal burn], read the usage instructions on thermacare before she used the product. The patient did not check her skin under the product while wearing thermacare [intentional device misuse], scar [scar]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A 41-year-old female patient (non-pregnant) started to receive thermacare heatwrap (thermacare menstrual), from an unknown date for 6-8 hours placed on uterus area/pelvic area every month with her period for menstrual cramps. There were no medical history and no concomitant medications. Her skin tone was classified as very light or fair. The patient did not have sensitive skin, did not have any abnormal skin conditions. The patient was not currently under the care of a physician for any medical condition. The patient previously took thermacare heatwraps when it first came out for 6-8 hours for product used for unknown indication and experienced no adverse effect. The patient previously used unspecified heating pad for pain relief prior to menstrual wraps for 2-4 hours a day and experienced no adverse effect. The patient was calling to report that the thermacare menstrual heatwraps burnt her. This was several months ago, in either on (B)(6) 2018 and it scarred her. She started using them when they first came out. She used one every month with her period. Thermacare was used 1 or 2 days in a row, for 6-8 hours per day. The patient stated she was wearing several layers of clothing over the thermacare product (2 layers). She attached the adhesive to clothing. Wearing it under jeans and attached to her panties. Panties were jeans were what she was considering 2 layers. The patient did not engage in exercise while using the product (for example, running, bicycling). The patient did read the usage instructions on thermacare before she used the product. The patient did not check her skin under the product while wearing thermacare. The patient was not taking any medications during the time the problem/symptom was experienced. She had been using thermacare closer to the 8 hours that day. The patient stated burns under her belly button, above the pubic line. One was the size of the heat pods (an inch or so long), the other one was half that size, and a third one was half the size of the second one on (B)(6) 2018. Lasted several weeks, was very sore for a while. It took a long time to heal. Had left a scar on an unspecified date in 2018. The patient did not a healthcare professional for the problems/symptoms. The action taken in response to the events was permanently discontinued on an unspecified date on (B)(6) 2018. Therapeutic measures were taken as a result of burns, which included that she used 100 percent shea butter on it. That didn't work so she used coconut oil. Neither one was really working she would bounce between the both. Over the counter product. It worked by soothing the skin, but still left a scar. She stated that the scar was the lasting effect. She no longer had the product. The outcome of the event burn was recovered in 2018. The outcome of the event scar was not recovered. The outcome of the other event was unknown. The reporter considered there was a reasonable possibility that the event 'burn which left a scar, 2 spots have scarred, one spot went away' are related to the device. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow- up (11jan2019): new information received from product quality complaint group included: investigation results. Company clinical evaluation comment: based on the information provided, the events of "burn" "intentional device misuse" and "scar" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn" "intentional device misuse" and "scar" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burns under her belly button, above the pubic line/very sore for a while [thermal burn], read the usage instructions on thermacare before she used the product. The patient did not check her skin under the product while wearing thermacare [intentional device misuse], scar [scar]. This is a spontaneous report from a contactable consumer reporting for herself. A (B)(6)-year-old female patient (non-pregnant) started to receive thermacare heatwrap (thermacare menstrual), from an unknown date for 6-8 hours placed on uterus area/pelvic area every month with her period for menstrual cramps. There were no medical history and no concomitant medications. Her skin tone was classified as very light or fair. The patient did not have sensitive skin, did not have any abnormal skin conditions. The patient was not currently under the care of a physician for any medical condition. The patient previously took thermacare heatwraps when it first came out for 6-8 hours for product used for unknown indication and experienced no adverse effect. The patient previously used unspecified heating pad for pain relief prior to menstrual wraps for 2-4 hours a day and experienced no adverse effect. The patient was calling to report that the thermacare menstrual heatwraps burnt her. This was several months ago, in either (B)(6) 2018 or (B)(6) 2018 and it scarred her. She started using them when they first came out. She used one every month with her period. Thermacare was used 1 or 2 days in a row, for 6-8 hours per day. The patient stated she was wearing several layers of clothing over the thermacare product (2 layers). She attached the adhesive to clothing. Wearing it under jeans and attached to her panties. Panties were jeans were what she was considering 2 layers. The patient did not engage in exercise while using the product (for example, running, bicycling). The patient did read the usage instructions on thermacare before she used the product. The patient did not check her skin under the product while wearing thermacare. The patient was not taking any medications during the time the problem/symptom was experienced. She had been using thermacare closer to the 8 hours that day. The patient stated burns under her belly button, above the pubic line. One was the size of the heat pods (an inch or so long), the other one was half that size, and a third one was half the size of the second one in (B)(6) 2018. Lasted several weeks, was very sore for a while. It took a long time to heal. Had left a scar on an unspecified date in 2018. The patient did not a healthcare professional for the problems/symptoms. The action taken in response to the events was permanently discontinued on an unspecified date in (B)(6) 2018. Therapeutic measures were taken as a result of burns, which included that she used 100 percent shea butter on it. That didn't work so she used coconut oil. Neither one was really working, she would bounce between the both. Over the counter product. It worked by soothing the skin, but still left a scar. She stated that the scar was the lasting effect. She no longer had the product. The outcome of the event burn was recovered in 2018. The outcome of the event scar was not recovered. The outcome of the other event was unknown. The reporter considered there was a reasonable possibility that the event 'burn which left a scar, 2 spots have scarred, one spot went away' are related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn" "intentional device misuse" and "scar" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "burn" "intentional device misuse" and "scar" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.